Manufacturer narrative:
Device evaluated by MFR: the returned specimen was received for analysis at lake region medical; however, preliminary review of the specimen indicated the wire is not a lake region medical manufactured wire. It could not be determined what type of guidewire it was. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that during an angioplasty and stenting procedure, a guide wire was stripped off. The target lesion was located at the iliac bifurcation. A 035/150 angled zipwire hydrophilic guide wire was advanced with the snare from the left sheath to the bifurcation of the iliac artery. During advancing through the sheath, as the snare was closed to the distal tip of the right sheath, both wire and snare moved backward towards the right sheath. The guide wire was continuously advanced towards the same direction in order to lead the snare. When they reached the distal tip of the right sheath, both wire and the snare were continuously drawn into the sheath and the wire was then retracted. As the guide wire was out, it was noticed that the distal section (1cm) of the wire had been stripped off. The procedure was completed with this device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that during an angioplasty and stenting procedure, a guide wire was stripped off. The target lesion was located at the iliac bifurcation. A 035/150 angled zipwire hydrophilic guide wire was advanced with the snare from the left sheath to the bifurcation of the iliac artery. During advancing through the sheath, as the snare was closed to the distal tip of the right sheath, both wire and snare moved backward towards the right sheath. The guide wire was continuously advanced towards the same direction in order to lead the snare. When they reached the distal tip of the right sheath, both wire and the snare were continuously drawn into the sheath and the wire was then retracted. As the guide wire was out, it was noticed that the distal section (1cm) of the wire had been stripped off. The procedure was completed with this device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).